Event description:
It was reported that an increase in impedance and thresholds had been observed on the left ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found the inner coil was re cable were fractured at 30 cm from the connector end. The outer insulation was damaged at the same location. This likely contributed to the reported electrical anomalies. The damage was consistent with clavicular crush damage.